Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Blood glucose was 104 mg/dl. Tandem technical support assisted the customer with resetting the alarm.